Event description:
Customer reported the zipper is broken on the canopy. The customer was unable to provide any other information. Customer did not known when the issue was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The evaluation revealed that the patient access panel side a, slider body is open. Also, panel side d, leg has an elastic tear. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the patient alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).